Event description:
It was reported that pump screen was dark and would not turn on while pump indicated a red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer attempted multiple button-press steps and charging with known working supplies without success, then was informed pump would be replaced, planned to use multiple daily injections as backup insulin therapy, received instructions for transport and storage mode, and was instructed to return problematic pump to tandem using provided shipping materials.